Manufacturer narrative:
FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: right sloshing sound and deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate plus profile and a slushing sound was heard and days later a decrease in size was noticed on her right side postoperatively; diagnosed after physical. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502375; serial number (B)(4) on the left side, and with catalog number 3502425; serial number (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, sm mpps dv 375cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it identified leaks at the patch on the laser marking area. A microscopic examination was performed and the laser marks were confirmed at mentor logo and mentor letters. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).